Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6 and h10. Based on the investigation results, it is presumed that the images were not displayed because the cable was damaged so that the video communication could not be transmitted to the server. Cable damages can be prevented per the contents of the instructions for use which were provided at the time of shipment of the product. The following descriptions are provided: "do not coil the camera cable with a diameter of less than 20 cm; the camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled; the camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable; the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable; the camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope; the camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object; the camera cable could be damaged." A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The referenced camera head was returned to the service center for an evaluation. The service group confirmed no image displays as the cable unit was found defective. Additionally the rear panel labels were fading. The camera head was repaired to specifications and returned to the customer. A review of the repair history showed the camera head was purchased on (B)(6) 2018 with no previous repair records. The investigation is ongoing, therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that the 4k autoclavable camera head was not connecting with the tower as no image was displayed. No patient injury or harm was reported.